Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). On an unreported date, dianeal therapies were withdrawn. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of peritonitis was not reported. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information obtained from baxter global pharmacovigilance on (B)(6) 2012: on (B)(6) 2012 the patient experienced the onset of peritonitis and was admitted into the hospital (originally reported as (B)(6) 2012). Upon admission into the hospital the patient had leukocytosis with white blood cell count of 25. The patient was treated with multiple unknown antibiotics when the hp was first admitted to the hospital, and then was started on vancomycin (route and dosage not reported). On (B)(6) 2012 the patient was discharged to home. The cause of the peritonitis was thought to be contamination from the patient being non-compliant with proper peritoneal dialysis (pd) technique. The patient was reportedly recovered. The pd catheter was removed on (B)(6) 2012 and patient was switched to hemodialysis. No additional information is available.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd892810 and gd892968. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.